Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer alleges that the left motor brake is stripped and the right motor brake is slipping.